Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the lobectomy procedure, for the 6th firing for bronchus, the surgeon thought the device was fully fired and removed the device from the tissue, however the staple line was partially complete and incomplete from the halfway. The surgeon additionally resected and stapled to fix the incomplete site by another device. The procedure was completed with another device.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection of the returned product noted that the reload was partially fired to the two cm cut line. Functionally, the reload was loaded into pmv representative instruments and applied to test media. All remaining staples were placed properly and the test media was cleanly transected. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the partial fire condition with interlock engagement may occur if the firing button had been partially compressed and then the open button was pressed after pressing the green firing button. In this situation, the safety interlock feature will engage and prevent the loading unit from firing a second time. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information: the surgeon additionally resected and stapled to 1.5 cm to fix the incomplete site by another device.